Manufacturer narrative:
Model number/catalog number: 72018501. Serial number: n/a. Batch/lot number: 1100766671. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Disconnection and fluid leak are acknowledged within the dfu and are not related to off label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced fluid loss in the device. A revision surgery was performed, during which the physician confirmed that the quick connect became disconnected, resulting in device leakage. All components were removed and replaced with a new system. There were no patient complications.